Event description:
A malfunction was reported on the pump, and there were no notable events prior to this issue. There was no adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in the process, after which the malfunction code did not reappear. The customer was instructed to continue using the pump and to call back if the malfunction code recurred, and the caller confirmed understanding of these instructions.